Event description:
Event description boston scientific, crm received information that this right ventricular (rv) defibrillation lead was reported to have an unknown type of failure. As a result, the lead was possibly going to be extracted. This information came from an unknown health care provider. No adverse patient effects were reported.